Event description:
It was reported that the healing abutment could not be fully connected to the implant at tooth site #20. A healing abutment of the same part number was connected to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.